Event description:
Implantation occurred on (B)(6) 2011. During the 90-day f/u visit, one of the sacral screws had broken as noted in radiographs. There are no current plans to perform revision surgery and the pt will be monitored: surgeon believes fusion will still occur. There was no pt injury.

Manufacturer narrative:
(B)(4). Review of radiographs confirm the breakage. No revision surgery has occurred. Investigation into root cause will continue if/when product becomes available. When subsequent relevant info is obtained, a f/u report will be filed. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break, loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."